Manufacturer narrative:
It was reported that the luer lock tip of the syringe broke off while detaching it from a solution bag. No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample in used condition was returned for evaluation and the reported problem/issue was confirmed. A definitive root cause was unable to be determined with the sample received, however, review of a use video provided by the reporting facility identified that a potential root cause was applying excessive pressure on the device during use. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on (B)(6) 2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the luer lock tip of the syringe broke off while detaching it from a solution bag.